Event description:
The mayfield infinity skull clamp (a2114) was returned to service and repair for preventative maintenance and to check for slippage. There was no patient involvement, injury or surgical delay.

Manufacturer narrative:
The mayfield modified skull clamp (a1059) was returned for evaluation: device history record (DHR): the DHR was reviewed and revealed no abnormalities related to the reported failure. Failure analysis - the investigation of the returned device showed that the unit had the right and left pawls replaced due to one of them having a broken tab. The set screw was replaced due to the index knob being too loose. When the unit was properly positioned and put under pressure, it will not slip. General cleaning and maintenance performed, pawls replaced due to one being broken, and set screw replaced. Root cause: complaint confirmed via inspection of the unit. The returned unit had a broken pawl that required replacement and the index knob was loose. Service and repair found that when the unit was positioned properly and put under pressure, no slippage would occur. Unit required preventive maintenance due to routine use and wear. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.